Event description:
Rptr performed back-to-back blood glucose testing, using different fingersticks, with results of 138 and 203 mg/dl. Rptr was not experiencing any symptoms. Rptr stated control solution test was 130 mg/dl and within range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8